Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported that during a cataract case, the system shut down. It was rebooted, causing a 15 minute delay, and the case was completed. There was no harm or consequence to the pt.